Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and pain are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a flow diversion interventional procedure for cerebral aneurysm using a 7f sheath. Reportedly, hemostasis was achieved successfully with the proglide sutures after the interventional procedure; however, approximately one hour after the closure procedure with the proglide in the right common femoral artery, the patient complained of pain in the groin. It was noticed that there was bleeding from the access site. Manual compression was applied for one hour after which the bleeding stopped. A follow-up duplex 1 was performed one day post procedure and showed no remaining problems. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.